Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported hospitalization due to high blood glucose. Customer had high ketones. The insulin pump alarmed no delivery. Caller stated that the insulin pump had this problem in december. The blood glucose reading at the time of the event was 266 mg/dl. The highest blood glucose reading was 404 mg/dl. Hospital treated with fluids and IV drip. Nothing further reported.